Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received clarified that the knives were noted to not cut during use in cataract surgery. An alternate knife was obtained in order to perform the procedure. It was confirmed that there was no harm to any patient.

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that multiple knives did not cut. Procedure details information is unknown. There was no report of any patient harm. Additional information has been requested.